Manufacturer narrative:
The complaint device was received, and was evaluated and tested extensively. Visually it is noted that the device was received in good cosmetic condition, other than some minor chassis scratches, there was no apparent physical damage or anomalies. Functionally and electronically, the device functioned well within its design and manufactured parameters; could find no fault with the fms pump. We cannot discern the underlying cause for the reported issue; the root or underlying cause for the reported event is not attributable to the fms pump, but lies elsewhere. At this point in time, no further action is warranted; however, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Our rep is reporting to us that during an arthroscopic shoulder procedure on (B)(6) 2012 with the use of an fms fluid management system, the patient experienced extravasation to the extent that intervention and hospitalization were required. It appears that the extravasation extended to the neck and cheeks of the patient: swollen neck and swollen cheeks, which they believe was from the fluid. For whatever reason, the patient's condition was not noticed until after the surgery, when the surgery center removed the drapes; this is the point at which it was noticed that the patient had a swollen neck and swollen cheeks. The et tubes were still in and the patient was breathing fine, but they were hesitant to pull out the tubes because of the possibility that the patient's airway could become compromised from the extravasation. The patient was transferred to a hospital still intubated and remained intubated overnight. He was extubated on (B)(6) and then went into pulmonary edema; the patient was re-intubate. Currently, the patient is still in the hospital intubated and has adult respiratory distress syndrome. On (B)(6), the patient was extubated, the patient was still hospitalized as of (B)(6) 2012.